Event description:
It was reported that the patient received inappropriate therapy. The implantable cardioverter defibrillator (ICD)&#1157;corded a ventricular tachycardia (vt) episode, but it may have been rapid ventricular response of an atrial rhythm due to the device discriminator. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.